Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on june 28, 2024.

Manufacturer narrative:
This report is submitted on march 7, 2024.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2023, due to poor magnet retention. The implanted device remains.